Manufacturer narrative:
Based on the information provided, no conclusion can be made. The cause of the alleged postoperative infection is unknown at this time. Case/patient specific details and post- op treatment information were not provided. Infection is a known inherent risk of surgery. The hospital contact did stated that they did not find the arista hemostat to be, "the smoking gun". Also two patients not treated with arista also experienced infection. Regarding infection, the warning section of the instructions-for-use states, "arista¿ ah should be used with caution in the presence of infection or in contaminated areas of the body. If signs of infection or abscess develop where arista¿ ah has been applied, re-operation may be necessary in order to allow drainage." A lot number was not provided, therefore, a manufacturing review could not be performed. Should additional information be provided, a supplemental emdr will be submitted. This file represents the first infection that was reported. An additional MDR was submitted for the second infection that was reported. Used on patient and discarded.

Event description:
It was reported per the bd sales rep. That he noted a reduction in the volume of product being used at the facility during (B)(6). In follow up was told the facility had an increase in infection rates. They did not think arista caused the infections however some surgeons reduced or eliminated using the product, thus explaining the reduction in volume during the period. Per follow up with the hospital contact, infection prevention was performing a retrospective review of four cases of post op-infection. In the four cases hemostat was used. Two of the four patient's were treated with (davol) arista ah, the other two were not. The contact stated that a definitive cause of the infection was not established. The contact confirmed that no product identifiers, case/patient specific details or post- op treatment information can be provided.